Event description:
It was reported that the patient presented to the clinic after an impedance alert via remote monitoring. High-voltage impedance (hvi) was low with a very high resistance, while the other vectors were fine. Programming changes were made to resolve the hvi issues. The patient was in stable condition with no adverse events.